Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 220 to 900 mg/dl. Cause was not known. The customer attempted to address the bg with a "correction dose" and ultimately was hospitalized. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the hospital release date, however, no response was received.